Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 314 mg/dl and the customer was hospitalized for the high bg. The customer stated the high bg was due to the flu and the pump was working properly. The customer was treated with an intravenous insulin drip. The customer was discharged the next day. The customer declined tandem technical support's offer to troubleshoot.